Event description:
Seven (7) ortho summit sample handling system instruments reportedly did not read the isbt on the specimen tubes correctly. Some bar code readings are missing a digit and others are nonsense character symbols. None of the readings are within the standard specimen tube numbering system for the site. No death or serious injury was associated with the incident.